Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé everflex device for treatment of a moderately calcified, non-tortuous soft tissue lesion in proximal location in the common iliac artery. IFU was followed. The device was prepped without issue. There was no resistance encountered and no excessive force was used. The device did not pass through a previously deployed stent. The stent was deployed in unintended lesion site (past target lesion). Due to this additional stents had to be implanted. No further clinical sequelae reported for this event.